Event description:
The event is reported as: complaint alleges: the device has hammered when tacking, and was very stiff. The physician tried to use two different surgical clip devices (staplers) from the same package on a pt during a surgical procedure. Both staplers did not work properly, and the staples stuck in both devices. A stapler from a new pack was used and the problem no longer occurred. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.